Event description:
It was reported a stage 1 revision was performed on the patient's right hip due to infection. Intra-operatively, surgeon reported that the cup 'spun out' and that there was corrosion at the stem/ neck junction of the modular stem. All components were removed and a spacer was placed.

Manufacturer narrative:
Reported event: an event regarding infection and corrosion involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot or sterile lot. Similar events have occurred for the catalog number and product family. These events(infection, corrosion) were determined to be associated with ra (B)(4). Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. Voluntary recall ra (B)(4)was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported infection and corrosion are considered to be under the scope of this recall. No further investigation is required. Device not returned to the manufacturer.